Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she experienced a low blood glucose reading of 27 mg/dl in the middle of the night. The customer stated that she filled her reservoir with approximately 120 units of insulin, and the next morning the reservoir was down to 49 units. Troubleshooting was performed, and found no explanation for the loss of so much insulin. The customer stated that the insulin pump was not exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.